Manufacturer narrative:
Pensar attempted to obtain the omitted information: 1. Patient information a1-a6. 2. B6 relevant test labs - n/a. 3. B7 other relevant history -n/a. 4. D10 date of concomitant therapy - unknown. The dressings were opened and evaluated prior to use. The tubing was noted to be pulling apart from the connector onn some product. Product is supplied as 10 each per case. Other product in the case was noted as not exhibiting the same issue. Additional product provided to the distributor/user as replacement. This report is being submitted based on re-evaluation of reportability requirements per pensar CAPA 46.

Event description:
Customer medco - reported quality issues with the basic hydrophobic medium wound dressing kit (p/n 0584, lot 1616); tubing was observed to pull apart or break at the stingray connection. Two units observed with the potential defect of a case of 10 each devices. Devices were not returned. No patient was reported to have been involved. Replacement product provided. Conservative determination: MDR reportable